Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4)

Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. At an unspecified time the device was programmed to deliver levophed 4mg/4ml, with a dose of 0.178mcg/kg/min, at a rate 75ml/hr and an unspecified concentration of neosynephrine, at a dose of 200mcg/min and the deliveries were started. No further programming parameters were provided. At 0845, the patient's blood pressure was 90/53mmhg and the neosynephrine delivery was discontinued. After approximately 5 minutes, the nurse noted that the pump was making a "whining sound" and the device displayed a white screen with no audible alarm tone and the delivery stopped. At that time, the customer contact reported the patient's blood pressure was "60-70's systolic." The patient was treated by increasing the levophed delivery to an unspecified rate and "fluid removal" was discontinued. At 1030, it was reported the patient's blood pressure was stabilized at 91/58mmhg. The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse patient sequelae. Though requested, no additional information was provided.